Event description:
It was reported that the buttons on the insulin pump are unresponsive. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No unexpected alarm noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.